Event description:
Initial (21-jan-2025): this reportable incident received via email by a consumer's partner refers to a female whose medical history, concomitant medications and allergies were not reported. The female consumer was using dentek ultimate dental guard for an unknown indication and was awoken by a choking sensation after swallowing the guard. She felt that the guard was molded to her teeth and fit well. She did not have any other side effects. This case outcome is recovered/resolved. Meddra version 27.1. Choking sensation: labeled. Accidental device ingestion. According to the company reference safety information.